Event description:
It was reported that the right ventricular lead was capped and replaced due to a capture anomaly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).